Event description:
The device was returned for a pneumatic valve leak. The device was powered on during investigation and displayed a red pump service alarm. Log files show multiple instances of valve 1 leak failures. Device was opened to inspect for internal damage and none was identified. The device was put into manufacturing mode in order to troubleshoot the pneumatic assembly. The pneumatic assembly failed to pass hardware testing at this time, indicating a positive tank leak failure. This failure is caused by valve 2 leak. Despite this complaint not being confirmed, to ensure the quality of the lvp and patient care, the suspected to be intermittently failing component(s), in this case the valve 2, will be replaced during repair.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: model: ivenix infusion system. No patient reported incident. Issue: service needed alert. Incident occurred: unknown. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.